Event description:
This report is #6 of 6 for complaint (B)(4).

Event description:
It is reported that during an procedure on (B)(6) 2013 while drilling the distal locking screw for a short tfn nail through the drill protection sleeve at the 130 degree aiming arm the 4.0mm calibrated drill bit was hitting the posterior of the nail and skiving off posterior to the nail. Reportedly the surgeon confirmed the insertion handle and connecting screw were tight to the proximal end of the nail and the aiming arm was secured to the insertion handle. The drill bit could not drill center to the nail hole. As a result of this the surgeon had to free hand drill without the sleeves and the aiming arm in order to locate the center of the distal nail screw hole and insert the distal 5.0mm screw. This is for the star/hexdrive screwdriver t25 3.5mm hex/self-retaining. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The returned star/hexdrive screwdriver t25 3.5mm hex/self-retaining was manufactured in march 2008 and is over 5 years old. This device was not used during this evaluation to assemble the construct as it is not relevant or required to assemble the construct. Rather, a ball hex screwdriver is required and was used to secure the returned insertion handle to a known good short tfn via the returned cannulated connecting screw.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The DHR was reviewed and ncr (B)(4) was found on p/n (B)(4), lot no. 6071473 for feature d8 oversize. The seventeen nonconforming parts were reworked, inspected and accepted. This evaluation is not able to determine the relevance to this complaint until the product is returned. (B)(4) was found on raw material p/n (B)(4), lot no. 5769416 for od undersize on supplier material. The raw material was returned to the supplier, reworked, inspected and accepted. This nonconformance is not relevant to this complaint condition because it is on the raw material. And the raw material is not finished product.